Event description:
While wearing the external equipment, the patient reportedly experienced out-of-range impedances followed loss of lock. The patient was seen at thecenter for device evaluation. Testing performed confirmed the device was not functioning. The patient's ci device was explanted.